Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: bd was not able to confirm the customer¿s indicated failures. Root cause description : no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system - single port the cannula broke off and there was leaking. Plastic was floating down the IV line.